Event description:
It was reported that while running IV fluids and medications, the alaris pcu began alarming, flashing red and then had stopped all infusions. The screen read "system failure." There was patient involvement no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that while running IV fluids and medications, the alaris pcu began alarming, flashing red and then had stopped all infusions. The screen read "system failure." There was patient involvement, but no harm.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?, concomitant med prod data and manufacturer narrative. Annex a: a040502. Annex b: b01, b14. Annex c: c0503. Annex d: d08. Annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an error code alarm could not be confirmed through review of the logs and was not replicated during device testing; however, it was noted that a system power on without a proper power down sequence occurred on the date of the incident. The external and internal inspection of the received pcu did not find any existing malfunctions that could have contributed to the reported incident. Preventative maintenance and battery conditioning testing indicates the device is operating as intended. No errors or malfunctions were replicated during testing. A review of the pcu error log showed no records related to the reported issue. The system was powered on 08oct2025 at 1:50 pm. ¿no¿ was selected for new patient, ¿yes¿ was selected to confirm the current profile, which could not be confirmed as the data set was updated three times after the date of the incident. The last recorded infusion was programmed as a remote order on 14oct2025 at 2:16 pm for an unknown drug on the concomitant syringe module sn (B)(6), at a rate of 3.168 ml/hr and a volume to be infused (vtbi) of 0.6 ml. The infusion was interrupted by a check syringe alarm at 2:17 pm. This was followed by a channel select key press and a syringe clamp open alarm. A new syringe (mono_12) was detected with a volume of 5.5063 ml. The infusion was then started with the previously programmed rate and vtbi. At 2:28 pm, a ¿powered on pcu¿ was observed without a proper shut down sequence prior. The unit was then manually channeled off and the system was powered down at 2:29 pm. The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ despite the lack of evidence of a malfunction occurring on the received device, the logic board of the unit will be replaced as a preventative measure due to the anomalous system ¿powered on pcu¿ observed on the device logs. Root cause: the root cause for the reported error code alarm was not determined. The issue was not confirmed through review of the logs and was not replicated during device testing. The returned pcu was found to be functioning as intended. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.